Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that during a clinic follow-up, noise was detected in the atrial lead and was reproducible. The lead remains implanted. Biotronik has no information in regards to a revision. No adverse patient events were reported. Should additional information become available this file will be updated.